Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. No intervention was performed, but the telemetry was found to be restored. There were no patient consequences reported.